Event description:
It is reported that air visible bubbles occurred.During an atrial fibrillation procedure, a FARADRIVE Steerable Sheath (clear) was selected. During insertion, when aspirating and flushing the catheter, the physician noticed bubbles inside inner lumen of sheath. He then placed catheter inside sheath and consistent bubbles when pulling back. The physician did multiple attempts to aspirate and flush the bubbles, but issue persisted. Device was replaced with another of the same device to complete the procedure. Device is not expected to be returned (Disposed).

Event description:
IT IS REPORTED THAT AIR VISIBLE BUBBLES OCCURRED. DURING AN ATRIAL FIBRILLATION PROCEDURE, A FARADRIVE STEERABLE SHEATH (CLEAR) WAS SELECTED. DURING INSERTION, WHEN ASPIRATING AND FLUSHING THE CATHETER, THE PHYSICIAN NOTICED BUBBLES INSIDE INNER LUMEN OF SHEATH. HE THEN PLACED CATHETER INSIDE SHEATH AND CONSISTENT BUBBLES WHEN PULLING BACK. THE PHYSICIAN DID MULTIPLE ATTEMPTS TO ASPIRATE AND FLUSH THE BUBBLES, BUT ISSUE PERSISTED. DEVICE WAS REPLACED WITH ANOTHER OF THE SAME DEVICE TO COMPLETE THE PROCEDURE. NO PATIENT COMPLICATIONS WERE REPORTED.

Manufacturer narrative:
Investigation Summary-With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of Visible Air/Bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Device History Record Review-It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review-Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use (IFU).Risk Review-A Risk Review was completed using FARADRIVE Hazard Analysis and confirmed that the event of Visible Air/Bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product.Investigation Conclusion-Boston Scientific has assigned an investigation conclusion code of Cause Not Established and supporting evidence that came to this conclusion. Boston Scientific investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions For Use (IFU) was not followed.